Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend had excessive lubricant found at the fractured area. The user completed the procedure with no further issue reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no part of the instrument was completely detached, and the instrument did not collide with any other instrument or tool during the procedure. While no excessive lubricant was visibly observed falling into the patient, it is suspected that as the jaw moved back and forth, a sticky, cream-like foreign substance may have come into contact with tissue during the surgery, though it was not visible to the naked eye. No fragment fell inside the patient¿s anatomy, so no fragment retrieval was required during the same procedure or a subsequent procedure. There was no patient injury, and no photographic images of the device(s) or video recording of the procedure are available for isi review.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.